Event description:
It was reported that the patient experienced an increase in charging frequency. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event.